Event description:
It was reported that the patient presented with grade 3-4 functional mitral regurgitation (mr) and enlarged atrium for a mitraclip procedure. During the procedure, mitraclip ntw was steered into a central position. During gripper orientation, one of the grippers could not lower unless the clip was locked. The grippers were cycled once in the left atrium. Troubleshooting was performed and the gripper could only lower if the clip was locked. After one grasp the leaflets were successfully inserted and the clip was deployed. The mr was decreased to grade 1 post procedure. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The previous report described the complaint device in b5 as a mitraclip ntw. The correct model is mitraclip xtw as described in section d.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.